Manufacturer narrative:
The customer did not provide patient demographics date of birth or weight. All system parameters, such as quality control (qc), access accutni+3 calibration and system check, were within assay and instrument published specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information. The beckman coulter (bec) internal patient identifier is (B)(4).

Event description:
The customer informed the beckman coulter (bec) field service engineer (fse) of a non-reproducible troponin I (access accutni+3) result. The patient had an initial sample that had an elevated access accutni+3 result, above the assay's normal reference range on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer repeated the sample on this access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained a lower result, within the assay's normal reference range. The customer also repeated the sample on their alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained a lower result, within the assay's normal reference range. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was given anticoagulants and transferred to the cardiac catheterization laboratory in association with the elevated access accutni+3 result obtained. All system parameters (including quality control (qc), system check and calibration) were within assay and instrument specifications. The patient sample was collected in a lithium heparin non-gel tube. Sample are centrifuged at 3000 or 3500 revolutions per minute (rpm) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.